Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12225, related manufacturer reference number: 2938836-2019-12226, related manufacturer reference number: 2938836-2019-12227. It was reported that the patient presented was admitted in the hospital with heart failure symptoms that was noted prior to implant. It was noted that the right atrial and left ventricular lead were completely dislodged from its position and the right ventricular lead exhibited high capture threshold. Dislodgement of right atrial and left ventricular leads was confirmed via fluoroscopy. The physician tried to reposition the right atrial, right ventricular and left ventricular leads. During the procedure to reposition the lead, the right atrial and right ventricular lead helix was unable to extend even after several rotations and the right atrial lead connecting port in the device was damaged while unscrewing the lead from the device. During procedure, the patient had multiple episodes of asystole and was treated with rv pacing. When repositioning was unsuccessful the right atrial and right ventricular leads were explanted and replaced. The left ventricular lead and implantable cardioverter defibrillator remains implanted. The patient was stable post procedure.

Event description:
New information received notes that the patient was admitted to the hospital last week. A new dual chamber pacemaker and epicardial leads were implanted on (B)(6) 2019. The old crt-d system will remain implanted as a back-up for high voltage therapy.

Event description:
New information received states that the left ventricular lead was not repositioned during procedure as the physician has plans for epicardial pacing for left ventricle (lv).